Event description:
It was reported that the ICD could not be interrogated. The patient's heart rate was in 30's with no pacing output. Patient had a history of end stage renal disease. Patient was scheduled for a device replacement once they became stable because of multiple comorbidities. The patient expired before device could be replaced. It was reported the cause of death was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.